Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, heavily calcified, 90% stenosed, proximal left anterior descending artery/left main. Resistance was felt during advancement of the 3.75 x 15 mm nc tenku balloon dilatation catheter due to the heavily calcified anatomy. After several attempts were made to cross by pushing on the catheter the proximal shaft became kinked. After the device was removed from the patient anatomy, the proximal shaft separated at the kinked point. Another nc tenku was used to complete the case without issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.